Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. The patient's right ventricular (rv) lead exhibited low impedance due to the lead insulation damage. The insulation breach was visually confirmed during the device change out procedure. The rv lead was capped and replaced on 20 jun 2025. The patient experienced no adverse consequences.